Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Brett called and he said that this rental unit was on a pt last sunday (B)(6) 2009, and the blender wasn't working properly. I asked him if anyone called on sunday, he said no that he was just calling this in today. He said that the fio2 was set at 100% on the blender dial and they found out that it was only delivering 38%. I asked him how they found that out. He said that they didn't have an external analyzer inline on the vent but the patient's 02 on the abg's were not good, so they ended up putting the pt on the inovent (nitric oxide). When they put the inovent inline the analyzer on it, said it was reading 38%-40%. So, they swapped the entire 3100b unit out with another one. I did explain to him that they should always put an external analyzer inline on the 3100a/b because it's the only way to verify what the blender is delivering. I asked him if he wants a replacement unit or if he just wants the unit to be picked up. He said that it can just be picked up, they don't need a replacement. Will notify rentals. (B)(4)

Manufacturer narrative:
(B)(4). Carefusion sent a letter to the user facility seeking add'l info concerning the reported event and the condition of the patient. As of the date of this report, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. (B)(4): the following info concerning the eval of the device is a summary of the info documented by the hill-rom (third party service company) and carefusion failure analysis lab. The hill-rom biomed technician evaluated the rental device and determined that the root cause of the reported event was a faulty air o2 blender assembly. The air o2 blender assembly was replaced with one from hill-rom's spare parts on hand before returning the device back to the rental pool. The air o2 blender assembly was received into the carefusion failure analysis lab. The carefusion failure analysis lab technician evaluated the air o2 blender assembly and determined that the root cause of its failure was a premature worn o-ring (B)(4). No component trend has been identified, at present this event is considered to be an isolated incident. Additionally this file will be trended as part of our monthly trending.